Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, balloon rupture occurred.   The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. The 5.0 x 150, 135cm mustang balloon catheter was used to dilate the lesion. During the first inflation for 3 seconds, the balloon ruptured at 3 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.